Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 600 mg/dl. The customer went to the ER and was subsequently hospitalized. Reportedly, the customer's continuous glucose monitor (cgm) was not available due to a non-tandem transmitter issue, and customer did not have a bg meter available and did not realize their bg was as high as it was; reportedly, the customer was ¿guesstimating¿ their bg when requesting boluses via the pump. Reportedly, customer attempted to self-treat via bolus pump; however; was treated with intravenous fluids of saline and insulin. The customer was discharged on 11/28/2022 with the issue resolved and no permanent damage. Tandem technical support educated the customer to have a bg meter on hand and how to use the insulin pump when cgm readings are not available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.